Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of ¿the service technician found the unit's buzzer failed to work¿. After powering the unit on it was observed that there was no audio. The audio setting was found to be enabled and increasing the volume did not improve the failure. The main board was removed and inspected. During the investigation it was found that the pins of u14 were loose due the broken solder and copper trace on the board. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 01/13/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2016 the service tech found the unit's buzzer failed to work.